Manufacturer narrative:
This report is for an unknown nail head element fns bolt. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent the open reduction internal fixation (orif) surgery for medial femoral neck fractures by using fns implants. On an unknown date, the surgeon confirmed that the position after reduction had collapsed due to femoral head necrosis. On an unknown date, re-surgery was performed, in which the fns implants in use were removed. Revision surgery was successfully completed. No further information is available. Concomitant devices: unk - plates: fns (part number unknown, lot number unknown, quantity 1), unk - nail head elements: fns anti-rotation (part number unknown, lot number unknown, quantity 1), unk - screws: locking (part number unknown, lot number unknown, quantity 1). This report is for one (1) unk - nail head elements: fns bolt. This is report 2 of 4 for (B)(4).